Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned staple revealed that the stapler was returned with the trigger partially engaged. The staples are misaligned. The stapler was returned with 29 staples left in the cartridge indicating that 6 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The partially engaged trigger was squeezed using hand pressure. The plastic piece of the trigger that creates the "click" sound upon engagement of the trigger broke off. No staples fired. The trigger was engaged several more times with no staples firing. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The trigger was received partially engaged and a piece of the trigger broke off upon engagement. However, no mismolding could be seen. It is unknown at what point the trigger was damaged. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of staples stuck in the stapler was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 29 of the 35 staples left in the cartridge indicating that the stapler was fired 6 times by the end user. The trigger was received partially engaged and a piece of the trigger broke off upon full engagement. However, no mismolding could be seen. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
Alleged event: during the procedure, the staples remained jammed inside the stapler, not allowing application. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1500669 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during the procedure, the staples remained jammed inside the stapler, not allowing application. The patient's condition was reported as unknown.